Event description:
It was reported several hours into an ablation procedure saline was leaking from the handle of the catheter.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a follow-up report will be submitted. Date report submitted to FDA by manufacturer: 10/20/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.